Event description:
(B)(4). Information was received from a manufacturing representative (rep) and a patient who was implanted with a neurostimulator for complex regional pain syndrome (crps) type ii and spinal pain. It was reported that the patient was in the emergency room (ER) on sunday due to severe pain behind the implantable neurostimulator (ins). This pain had been constant since implant, but it fluctuated in severity. It occurred whether or not the ins was on or off. The pocket was not red. The blood work looked fine with no infection and the white blood cell count was normal. Impedances were also normal. With 0 as a reference electrode the value range was from 778-1110. The patient was programmed on 8 - 778 ohms, 9 - 1067 ohms, 10 - 1067 ohms, and 11 - 1110 ohms. If the patient would put pressure on the ins the pain was worse. The patient was recharging with no problems and good coupling. The pain began since implant, but it became unbearable on the evening of (B)(6) 2016 and the patient went to the ER on (B)(6) 2016. It was later reported that the patient was scheduled in (B)(6) for surgery to explore the pocket and possibly move the generator to a different location. No diagnosis had been made as of yet. On (B)(6) 2016, the rep reported that the battery was moved to her left upper quadrant of her abdomen on (B)(6) 2016. The physician decided not to use extensions and just re-routed the original lead to the new position. He cut down to the lead and needed to disconnect the battery from the lead. Since they didn't want to open the extension, they used a screwdriver to loosen the connection. They were instructed not do to this, so they opened the extension and used the torque wrench to fasten the lead to the generator. They did impedances and found that #8, 9 and 11 were greater than 10,000. The doctor opened the connection, cleaned the lead, and used the torque wrench once again to fasten the connection. The impedances were checked again and were normal. The rep asked the physician if he felt that there was any issue with the connection from using the screwdriver, or didn't feel comfortable in using the generator prior to closing the pocket. If so, the rep was willing to provide another generator. The doctor felt as though everything was in good working order and proceeded to close. The rep checked the device after surgery and the patient had good stimulation with good relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.